Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A scr replace friction-fit gold & ti abut int hex (mhlas) was returned for investigation. Visual inspection of the as returned product identified a fracture implant. The fractured screw is indicated by the doctor that it is inside the implant but cannot be seen because if the irt tool. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item numbers were conducted for the devices (mhlas and svmh10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported events. Based on the available information, device malfunction did occur and the reported events were confirmed. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, lot number unknown / not provided.

Event description:
It was reported that the screw was fractured and became stuck in the implant.